Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pre-op: dislocation, cup in neutral position, not enough anteversion - plans revised cup. Outcome: 60mm tritanium cluster shell, 40mm x 3, sz f, liner, 40mm +0 head, c-taper, stable hip."